Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted for normal battery depletion. There were no allegations against device functionality or longevity.